Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had large discrepancies. The sensor glucose reading was 10.60 mmol/l. The blood glucose reading was not available. The reported also observed calibration errors and that the sensor was not working well. Nothing further reported.